Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable under infused. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information provided: patient details updated, customer stated that they will update return shipping contact shortly.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.